Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing and undersensing of noise and ectopics. It was further reported that the device detected pause episodes due to undersensing and tachycardia episodes due to oversensing. The device remains in use. No patient complications have been reported as a result of this event.